Event description:
During the implant procedure, the helix of the right atrial lead was caught on the tricupsid valve. X-ray inspection found the helix was deployed without turning the mechanism to deploy the helix. The lead was explanted and replaced to resolve the event with no adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix partially extended and clogged with blood. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood.